Event description:
During a ptca/stent procedure, the balloon partially deflated. The stent delivery system (sds) was removed which took longer than normal. The product was discarded. No patient effects were reported.